Manufacturer narrative:
The products associated with this reported event were not returned for examination. A search of the complaint database found no prior reports for the tibia tray and femoral part and lot number combinations. The part and lot number for the cement was not provided. The investigation could not draw any conclusions regarding the reported event with the info available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised for loose cement/bone mantle for tibial and femoral components. Depuy cement was used.